Manufacturer narrative:
(B)(4). Batch # unk. Video received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a robot assisted anterior resection, anvil came off when the adjusting knob was rotated after the anvil was attached to the trocar. The device was used as is to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 07/29/2022. This is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows an extended trocar passed through the tissue until seeing the orange band. At the 00:51mark the shaft of an anvil can be seen and at the 01:02 mark the anvil is attached to the trocar and it appears to be attached without any difficulties. At the 1:15 mark, the trocar starts to be retracted. At the 1:22 mark, the anvil is detached from the trocar, and at the 01:56 mark, the anvil is attached to the trocar newly. The trocar is retracted and no anomalies could be observed. It is possible that on the first try of retracting the trocar there has stretched on both sides which caused the anvil to come off. Based on the video the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.